Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up shortly after the implant procedure, there was a decrease in the right atrial (ra) amplitude (3.0 mv to 0.7mv). There were no other changes in measurements. The patient reported feeling dizzy, so she was transported to the hospital. It was noted the patient was in a slow ventricular tachycardia (vt). The device was checked, and no sensing or pacing were observed on this ra lead, and no sensing was observed on the associated right ventricular (rv) lead. An echogram was performed, and cardiac effusion was seen. Based on the echogram and fluoroscopy, rv lead perforation was suspected. Since this is an atrioventricular (av) block patient, the device settings for both leads were programmed off, and temporary pacing was used. The patient was admitted to the intensive care unit for observation. The physician noted the pacing and sensing issues might be related to patient condition. The associated rv lead perforation and effusion were likely related to the implant position of the rv lead. Additional information was received that this patient experienced syncope because the associated rv lead was not capturing at maximum output due to cardiac perforation. It was noted percutaneous cardiopulmonary support (pcps) was connected to the patient. The patient was then transferred to the hospital where intra-aortic balloon pump was started. The ra lead was checked a few days later, and the lead was still not pacing or sensing. The root cause for the ra pacing and sensing issues remains undetermined. It was noted the associated rv lead perforation was resolved and the rv lead data recovered. No additional adverse patient effects were reported.